Event description:
The customer stated that an error code# 1062 (invalid test result, read precision#) was generated on several pt samples using the axsym digoxin iii assay. There was no impact to pt management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.